Event description:
It was reported patient underwent initial affixus proximal femoral nail procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to stress and stiffness of the hip. During the initial surgery, the surgeon did not reduce the fracture properly. While trying to place the screw into a stable position, the nail became compromised causing sub-optimal fixation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (Depuy) on (B)(4) 2012 (closing date). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2012-01957/01958).

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture due to bone non-union. There are warnings in the package insert that state that this type of event can occur: under adverse events it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01957-1 / 01958-1).